Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl + device displays "the "la" mark and the alarm goes off. When the battery is removed and reinserted, it stops for a while but happens again." There was no patient involvement.